Manufacturer narrative:
Returned product consisted of the coyote es balloon catheter. There was blood in the inflation lumen and the balloon. The balloon was loosely folded. The tip was damaged. Microscopic examination of the balloon revealed an 2cm longitudinal tear in the balloon wall from the proximal end of the balloon to the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained with a 4.5fr non-bsc sheath utilizing ipsilateral antegrade approach. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous popliteal artery. After a non-bsc guide wire crossed the lesion, a 4mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, on the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was complete with a non- bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained with a 4.5fr non-bsc sheath utilizing ipsilateral antegrade approach. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous popliteal artery. After a non-bsc guide wire crossed the lesion, a 4mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, on the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was complete with a non- bsc balloon catheter. No patient complications were reported and the patient's status was stable.